Manufacturer narrative:
The device was returned, and evaluated by olympus. As noted in b5, the unit was producing a noisy image. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure (faulty plug unit) caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating the olympus gastrointestinal videoscope, it was discovered that the unit was producing a noisy image. There was no patient involvement during this event.